Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, d2a, h2, h3, h6, h11. Visual examination of the provided photograph identified biodebris on device. The pad is missing from the photo. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Surgical technique was indicated to be utilized; therefore, compatibility was not reviewed. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic tip of a glenosphere impactor broke intra-operatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.